Manufacturer narrative:
Date sent to FDA: 8/26/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh was plastered on both sides with the cord as well as the vas deferens. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.